Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors have been bad. She stated that she received sensor error alerts and has also had blood at the site. The blood glucose reading was over 600 mg/dl. Customer treated with a bolus. She reported that the alert occurred during the initialization. She stated that the sensor appeared to be fully inserted and flat against the skin. Nothing further was reported.